Event description:
On (B) (6) 2010, the physician put the pt on oral antibiotics as a precaution to guard against a possible infection. On (B) (6) 2010, the pt was re-evaluated and the infection was confirmed at the mid-back lead insertion site. The physician put the pt on IV antibiotics and explanted the scs system.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were founds. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.